Event description:
It was reported that customer experienced difficulty using top button on insulin pump, which had become very hard to press and showed chipped and missing pieces. There was no reported impact to the customer¿s blood glucose level. Customer did not request replacement pump because pump was already in renewal process, and case was documented by support staff for provincial coverage and non-repair statement purposes.